Event description:
Patient underwent a right ureteroscopy and laser lithotripsy for management of a right ureteral stone under a separate operative session. During access of the left collecting system by interventional radiology, a tip of the access catheter broke off within the left flank. It was decided to remove the foreign body prior to complete tract dilatation and management of patient's left stone burden in a separate operative procedure. Interventional radiology initially performed tract dilatation and placement of an access catheter down to the foreign body, which had been localized and identified by fluoroscopy. The foreign body was removed in its entirety with a grasper and the medical team proceeded with the scheduled procedure.